Event description:
Baxter (B)(4) received a report that one (1) folfusor device leaked. The infusor was filled with nacl and 5-fluorouracil. The leak was detected prior to patient connection. The exact location of the leakage could not be identified. There was no report of patient involvement, injury, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the unit confirmed the reported condition of a leak. Upon sample receipt, the device contained approximately 180 ml of fluid in the bladder and traces of leaked solution were noted within the bag that contained the unit. Leak was observed at the connection of the luer and the red luer cap. When the red cap was securely tightened on the white luer, the leak completely stopped. No more leakage was observed on the unit. The root cause was determined to be an untightened red luer lock cap. This cap is not part of the product design components. Infusor is designed and manufactured with a blue winged luer cap. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Presently, investigational escalation is not required (B)(4). Baxter will continue to monitor similar reports.